Event description:
According to the reporter, occurred during a sleeve gastrectomy procedure. The reload did not fire and stables legs appears at the beginning of the reload. The case was completed using a new reload. Due to the product malfunction the procedure was extended more than 30 minutes. There was no patient injury.